Event description:
The patient reported that subsequent to a fall or other form of trauma, she had experienced shooting pain; the pain had started at the ins implanted in her left hip and continued down the left leg. There had been symptoms of numbness along her right leg and down to the toes of the right foot. The patient had not turned the device off; symptoms were present when stimulation therapy was on. The patient had contacted the company from home; follow-up at the hospital was anticipated. Add'l info has been requested from the physician. Refer to MFR report #6000153200800248.